Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen. The patient stated at 11:30am, the cgm was displaying 122 mg/dl and they did not feel right. He took a finger stick reading and the bg meter was displaying 32 mg/dl. The patient indicated that he fainted, and his wife injected the patient with glucagon. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined.